Manufacturer narrative:
The pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a missing reservoir tube o-ring, a broken reservoir tube lip. The reservoir tube lip was completely broken off and the test reservoir did not lock/click in place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 295 mg/dl. The customer stated that there is a crack on the battery to the screen and reservoir compartment. The customer stated that the pieces are falling out. The customer will be sent a replacement pump. The customer will return the pump for analysis.